Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator, and reconnected speaker for fluoro tones and alarm timer, verified resolution meets specifications. System operates as intended. (B) (4).

Event description:
The customer reported a problem with collimation and the 5 minute fluoro timer alarm, and resolution is not meeting specs. No pt injury was reported.